Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the needle on the raulerson syringe broke. The doctor inserted the device into the subclavian. While inserting, the doctor hit the bone. The needle broke. The tip of the needle was removed without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample.

Event description:
The customer reports that the needle on the raulerson syringe broke. The doctor inserted the device into the subclavian. While inserting, the doctor hit the bone. The needle broke. The tip of the needle was removed without issue. No patient injury reported.